Manufacturer narrative:
The echelon catheter was received for evaluation and the investigation is in progress. Once complete a supplemental report will be submitted. Mdrs related to this event: 2029214-2016-00831 2029214-2016-00832 2029214-2016-00833.

Event description:
Edtronic received information that while pushing guidewire very forcefully inside the catheter, a piece of the catheter tip ruptured and lost outside the patient. It was reported that the patient was undergoing coiling treatment of wide neck para ophthalmic aneurysm; it was planned treatment with a flow diverted in jailing technique. The physician placed the catheter in aneurysm sack without any problem. The first coil got stuck at the catheter tip and it was impossible to push it out. After removing the whole system out of the patient, they tried to push the coil again through the catheter and the same problem was happened. They tried to push the guidewire though the catheter was not possible. By pushing the gw with more force they ruptured the tip from the catheter and a piece of the tip was lost. This process was outside the patient. No patient injury was reported as a result of the event. The same issue occurred with 3 different catheters in the same procedure.

Manufacturer narrative:
The tip detached on this echelon only. The other 2 used experienced resistance/friction only. The echelon-10 micro catheter was returned for analysis without the traxcess 0.014 guidewire, the codman 0.018" implant coil and the separated tip. Therefore, any contributing factors from the guidewire, coil (other than the outer diameter specification) and tip could not be assessed. Based on the device analysis and reported information the customer's reports of 'catheter resistance with coil' and 'catheter separation/ break' were confirmed. The cause for the 'resistance with coil' issue is due to the echelon-10 micro catheter was found to be incompatible for use with the 0.018 codman implant coil. The echelon-10 micro catheter has a reported ID (inner diameter) of .017" which is incompatible for use with the 0.018 od (outer diameter) of the codman implant coil. Per the echelon micro catheter IFU (instructions for use): 'ensure embolic material compatibility with catheter prior to use.' In regards to the 'catheter separation/ break' issue, in this event, user error likely contributed to the tip separation as 'by pushing the guidewire with more force the tip ruptured from the catheter.' The micro catheter tip was found to be separated from the micro catheter. The br oken end exhibited plastic deformation (stretching) of the tubing material, which indicates that the micro catheter separated when exceeding the tensile strength of the tubing material. It is possible that the micro catheter tip may have become damaged during or after removal from within the patient subsequently causing the resistance. However, the cause for the 'resistance with guidewire' could not be determined as the guidewire and micro catheter tip was not returned. Per the echelon micro catheter IFU (instructions for use): 'never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation or other patient injuries.' The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.